Event description:
Boston scientific received information that while performing defibrillation threshold (dft) testing, non boston scientific field representative got a shorted lead condition error message. The right ventricular (rv) lead is a non boston scientific lead. Boston scientific technical services (ts) was consulted and advised that the patient is considered without critical therapy and the device and lead should be replaced. The field representative stated that the patient will wear a life vest and the device will be replaced in a week. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service but is expected to be explanted and returned for analysis. This report will be updated when further information is received.

Manufacturer narrative:
Additional information was received that this device was successfully replaced. The device battery status read that it was depleted. The non boston scientific right ventricular (rv) lead was replaced at the same time and noted externalized wire. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Review of the device memory log verified that the device had multiple faults due to the device shocking into a shorted lead. From device observation there is an open plasma fuse due to shorted lead fault. Arcing of the lead to the case during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events.